Event description:
A 49 yr old white gravida 2 para 2 female status post bilateral subcutaneous mastectomy for fibrocystic disease 11-07-75 with immediate submuscular. 485cc surgitek gels. Had rt contracture 03-08-78 replaced with 485cc (original ruptured) surgitek gel. Then complains of indentation on rt. No history of trauma, decrease size or change in texture. Mild local discomfort on rt arthralgias, myalgias, dysesthesias, paresthesias, spasms, fatigue, sleep disturbances, frequent upper respiratory infections, sweats, headaches, anxiety attacks, memory problems, dry mucus membranes, rashes, sensitivity sun/cold (positive raynaud's) shortness of breath, choking sensation, easy bruising, and increase fertility. Bilateral ruptured breast implants. Found at surgery 5/5/97-removal. Continued systemic symptoms despite removal, but capsules still in place with lt seromao.